Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion upon power up at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, downstream occlusion was unable to be reproduced. A review of the event history log revealed multiple downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream current reading. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 322 during testing. The cause was identified to be out of adjustment lower link switch. The link switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.